Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 100 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the pump was implanted on (B)(6) 2019 and then explanted on (B)(6) 2019 due to an infection after implant. It was indicated that the pump would not be returned. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.